Event description:
The customer reported that the device jaws could not be re-opened. The site contact could not provide information as to whether it was applied to tissue when this occurred. There was no reported pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.